Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re opened. Mimb review: assess severity of complaint case to determine if additional action and further inputs are required for inclusion in medical assessment. Determine if a medical assessment would be performed based on a review of the complaint detail and further recommendations from the medical director/designee. Will proceed with a medical assessment based on clinical supporting documents provided. If no relevant medical information is provided can close the mi task. Approved by (B)(6). A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc). No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the reported revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
It was reported that patient had a revision surgery to remove a redapt stem due to unspecified reasons.